Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process, after which the error did not reoccur, and the caller successfully began a sensor session.